Event description:
During total knee replacement, upon installing the trial tibia insert for fitting into the knee, the outer edge of the insert was noted to be broken. One large piece of the insert, 1x2cm approx, was picked out of the wound and fitted to the insert and matched in appearance to make insert whole. Search was conducted to be sure no more pieces were in wound. Copius irrigation was performed as well. No apparent immediate injury occurred to pt.